Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The manufacturing batch lot was not provided; therefore, a review of the device history records could not be completed. Per the instructions for use, "cardiac perforation" and "pericardial effusion" are potential adverse events associated with the tavr procedure. A combination of patient and procedural factors appear to have caused or contributed to this incident. The product is not expected to be returned for failure analysis. If additional information is received a follow-up medwatch report will be submitted.

Event description:
The subject was randomized into a clinical study. Prior to the index procedure, heparin or other anticoagulant was given. The subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus valve. There was correct positioning and deployment of a single prosthetic heart valve into the proper anatomical location and neither repositioning nor retrieval was attempted. During tavi procedure, the aortic valve was crossed with an al1 catheter, the trans valvular pressure gradient and the lvedp (left ventricular end diastolic pressure) were estimated. The al1 catheter was subsequently exchanged for a safari wire. The native aortic valve was pre-dilated and while the lotus valve was being deployed, sudden hypotension was noted as a result of massive pericardial effusion. The valve delivery system was left in place and median sternotomy was performed. Intra-aortic balloon pump was placed and the subject was put on cardiopulmonary bypass for support. While on bypass support, the valve implantation was completed without any further complications. A large laceration was noted in the posterior wall of the left ventricle which was repaired using felt strips. After the procedure was completed the subject was carefully weaned off cbp, protamine was administered and was discharged to ICU.